Event description:
It was reported that the epg (external pulse generator) tested low on both the atrial and ventricular outputs. The set ma (milliamps) does not match the delivered ma. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event regarding the atrial output. The report on the ventricular output was confirmed, the ventricular output was not correct and the heart lead flex was out of specification. It was also noted that the upper case was broken and dented, the lower case, both bail covers, ring cover and battery drawer were broken, the battery release and heart block were contaminated, the lead flex cover was corroded, the battery contacts were compressed, one bail and ring were missing and the liquid crystal display was missing segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event regarding the atrial output. The report on the ventricular output was confirmed, the ventricular output was not correct and the heart lead flex was out of specification. It was also noted that the upper case was broken and dented, the lower case, both bail covers, ring cover and battery drawer were broken, the battery release and heart block were contaminated, the lead flex cover was corroded, the battery contacts were compressed, one bail and ring were missing and the liquid crystal display was missing segments. A detailed analysis was performed on the display and lead flex assemblies. This analysis found that a failed diode on the heart lead flex caused the low output amplitude on the ventricular channel.